Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed there are no errors related to the customer complaint. The device was visually inspected and found the lens was delaminated, downstream occlusion (dso) seal was detached. A functional test was performed and found the air detector was non-functional. The customer reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. All defective components were replaced with new components, and the performance verification test was performed. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the air-in-line sensor was defective during testing". During device evaluation it was found the downstream occlusion (dso) seal was detached and the air detector was non-functional.